Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The device met release criteria and was released. After case completion, the patient experienced a drop in blood pressure, bradycardia and atrioventricular block. The patient required cardiopulmonary resuscitation, and also experienced ventricular fibrillation. After defibrillation, the heart rate was still very slow, and the st segment of the electrocardiogram was elevated. After coronary angiography, it was found that the circumflex branch was closed. The physician suspected that the circumflex branch was suppressed by the device. The patient experienced cardiac arrest and died the same day as the procedure. No additional information is known at this time.